Event description:
It was reported that, "surgeon reamed to a 54, put in a 54 right adm trial; he could not get the trial out. Surgeon back slaps the impactor and the impactor disengaged from the trial. Then he tried to maneuver the trial left and right and the post on the adm trial broke off in the inserter."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.